Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate erratic was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) regarding the alarm and the hp stated that she is continuing therapy. No allegations were made against any of the hp?s dialysis products. No adverse event was reported. Additional information: an engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, not enough data is available within the report to identify root cause. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during initial drain of the previous therapy. The technical service representative (tsr) informed the home patient (hp) that a se 2240 indicates a large amount of air had entered the setup. The tsr further explained how the error should be cleared. The hp stated she would call baxter during the alarm in the future. No further information is available at this time.